Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during an initial total knee replacement, the instrument was found to be worn. There was no delay or injury to the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product exhibited severe wear on the surface and edges of the plastic pad. There are some wear marks seen on the impactor handle. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor was returned broken.